Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2017. The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a phlebotomist experienced a dirty needle stick during use of a jelco® saf-t wing® blood collection and infusion set. While drawing blood, a patient became combative, causing the phlebotomist to withdraw the butterfly from the patient quickly without enough time to retract the needle into the safety device. During the "patient struggle", the phlebotomist was struck by the exposed needle. It was noted that the incident was not a direct result of device failure, but a situational incident in which the device was involved. The phlebotomist went through employee post exposure work-up. No permanent injury was reported.